Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation notice abrasion marks on the flat area of the shaft, self-punching fibertak. However, the suture assembly was not returned for investigation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. However, due to the device being returned unpackaged, we are unable to confirm the reported event.

Event description:
It was reported that during a biceps tenodesis surgery the anchor did not release during insertion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.